Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample was provided for evaluation. Visual inspection of the photos and video did not identify any abnormalities that could have contributed to the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the damaged tubing of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.